Event description:
It was reported that while in the hospital's cardiac care unit, the patient's device could not be interrogated. It was also reported that dual chamber pacing could be seen on the hospital monitor. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 lead, implanted: (B)(6) 2004.